Event description:
The patient reported that she felt pain at the pod infusion site after 25 and 36 hours of wear. Upon removal of the pod, she noted a lump at the pod site. The patient sought medical attention and was diagnosed with a blot clot and prescribed antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The reported allegation has been reviewed and evaluated. No physical product investigation was completed because the product has not been returned by the complainant. If the product is received, an investigation of the returned device will be performed. Additionally, insulet corporation has a defined process for monitoring, identifying, and escalating unfavorable complaint trends. Complaint data is a key performance indicator (kpi) reviewed as a part of, however not limited to, complaint review and management review. The outcome of these reviews may warrant further action, investigation, or escalation as procedurally defined.